Event description:
It was initially reported that the pt was being referred for generator and lead explant as the pcp indicated that the pt's lead and tie downs were extruding from the pt's neck. No further info was provided by the physician at the time of the report. The pt was also said to not be receiving efficacy from the therapy so, it was decided not to reimplant at this time. MFR DHR searched confirming that the lead and pulse generator were sterilized prior to distribution. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.